Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a pacemaker that could not be interrogated. Two programmers were tried and there was no magnet response on the electrocardiogram. The physician alleged premature battery depletion and questioned why the battery went down so fast. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to a hardware latch-up issue. The device was tested on the bench and after power cycling the device battery did not find any anomalies and battery was at normal level of operation. The cause of the reported field event was the hardware latchup issue.